Event description:
During an unspecified procedure, the quantum maverick monorail balloon leaked during inflation at 6 atms on the first inflation. The lesion being treated was a calcified stenotic lesion in a mid left anterior descending (lad) coronary artery. No patient injuries or complications were reported. Patient status is reported as `stable'.